Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis confirmed the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak attributed to fatigue and wear in proximal cylinder body; hole and broken fabric treads in rear tip bond were present. Cylinder 2 has bulging when inflated in proximal cylinder body; no leak was found. Cylinder 2 also has large hole/tear in the outer tube and broken fabric treads around rear tip bond that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak and bulge were identified. Both cylinders had wear at fold in cylinder body. The krt of cylinders were worn to filament. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the device not working well and the cylinders were broken. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis confirmed the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak attributed to fatigue and wear in proximal cylinder body; hole and broken fabric treads in rear tip bond were present. Cylinder 2 has bulging when inflated in proximal cylinder body; no leak was found. Cylinder 2 also has large hole/tear in the outer tube and broken fabric treads around rear tip bond that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak and bulge were identified. Both cylinders had wear at fold in cylinder body. The krt of cylinders were worn to filament. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the device not working well and the cylinders were broken. A patient outcome of stable was reported.